Event description:
It was reported that a patient presented with migration of the device due to twiddler's syndrome. This resulted in premature depletion of battery and inappropriate shock. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Reported complaint of inappropriate shock, premature discharge of battery and twiddle were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and multiple shocks were noted during short time period. Further electrical testing was performed and no issues were noted. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.